Event description:
It was reported that the guide rail of the cot is broken. There was no pt involvement or adverse consequences reported.

Manufacturer narrative:
Slide tube support. Investigation is still underway. A follow-up report will be submitted if add'l info becomes available.